Event description:
It was reported that a user in the first week of ilet use experienced hyperglycemia with a reading of 367 mg/dl after eating peanut butter cups and asked agent whether to announce a meal or administer extra insulin; the user was advised not to do either to avoid interfering with closed-loop control and to monitor glucose as the algorithm corrected the elevation. Customer care provided user education. Investigation of this case revealed user behavior contributed to transient hyperglycemia with the device operating as designed. No symptoms associated with elevated blood glucose. Outcomes included no need for medical intervention and continued device use. It was concluded that the event was due to user behavior with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.